Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this pt was seen in the hospital for chest pain unrelated to their device. The device was interrogated and found to have high right atrial (ra) lead pace impedances over 3000 ohms and loss of capture. The device was reprogrammed to vvi and the pt will f/u with the physician in a few weeks. No adverse pt effects were reported related to the lead issue. As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.